Event description:
Patient self-tester alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio results: 6.0, 1.6, 7.4. Time between testing was minutes. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.